Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
The patient was revised to address right hip status post total hip arthroplasty with recurrent dislocation. Revision note reported the musculature around the hip appeared to be basically brown and necrotic, but not infected or gangrenous, dislocated multiple times, abductor mechanism of the greater trochanter has been avulsed, the bone was stripped all the way down around the lesser trochanter, consisted with complete avulsion of the iliopsoas and all soft tissue had eroded off. It was also mention that there was no evidence of infection, metallosis, any purulence or gross loosening of the components and no signs of any gangrenous or gas type tissues. Doi: (B)(6) 2011; dor: (B)(6) 2017; (right hip) first revision.

Manufacturer narrative:
Product complaint # (B)(4). Update 3 november 2020: the investigation was re-opened upon the receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H6 patient code: no code available (3191) used to capture the bone injury and emotional distress.